Manufacturer narrative:
The lead and the pacemaker were returned and analyzed thoroughly. Within the pacemaker analysis device was fully functional. In particular, the anti-bradycardia pacing capability was available and the impedance measurement functionality proved to be within specification. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection the inner conductor coil was found fractured from the lead tip. This damage is assumed to be the root cause for the observed out of range pacing impedance. The analysis of the provided fluoroscopic images gained no further information. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion should be taken into consideration. Damages like cuts into the insulation 22 cm distal to the is-1 connector pin and the deformed insulation and damaged lead body 19 cm distal to the is-1 connector pin, most likely occurred during the extraction procedure. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this device was explanted and replaced after high, out of range impedance was measured on the rv lead.